Event description:
The customer reported the device will not recognize the battery.

Manufacturer narrative:
(B)(4): the customer reported the device will not recognize the battery. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.